Event description:
A client called to report, first, that they couldn't find an exam that had been sent to pacs, and shortly thereafter, that three studies had been mislabelled with incorrect pt info, although they had been sent to the pacs with correct info. Immediate action was taken to find and correct all studies. A f/u call was made to the facility to determine if any adverse pt events occurred. The mislabelling only resulted in a delay in producing the reports. There was no detrimental effect on pt care.

Manufacturer narrative:
Eval method: logs were examined to reconstruct a timeline of system activities and errors preceding and pertaining to the reported events. Because a chain of failures was involved, the logs, timeline, and software code were evaluated against several proposed hypotheses regarding the initial failure point as well as later contributing factors which lead to the cascade of failures. The effect of reversing a recent configuration change was also taken into account. Eval summary: the facility was using qamanager's qasvc subcomponent to screen studies and stop those requiring additional info. All studies are sent to pacs via this svc, and the facility does about 60,000 studies annually. A configuration change had recently been made to stop studies which were missing study descriptions, which increased the number of studies held for correction. (After the problem recurred several days later, this configuration change was reversed, and no additional incidents occurred.) A timeline was reconstructed from available logs. It appears that an unidentified system error (resulting in a failed access database insertion or folder creation error) had first occurred at 1:55pm, resulting in the placement of a study in the error folder, and the first call to our tech support line. Code review determined that such errors were not trapped, and that there was a design flaw in which, if such a system error occurred, more than one study might be placed into a single folder. When either of those studies was reviewed by the technologist, both studies' images would be labeled with the updated demographics of one study. This was how three studies were mislabeled before the second call to our tech support line. Qasvc had had only minimal changes to it since march 2005, and this problem had never previously been reported. We could not determine the exact reason for the unidentified system errors. However, the computer it was running on had 4.5gb of free disk space, was running microsoft windows 2000, and had not been restarted in well over a week. We estimated that it was approx five and a half years old. The client had repeatedly ignored our recommendation that the computer be replaced with a newer one. We concluded, therefore, that the cause of the problem was that the hardware was inadequate for the facility's performance needs. We also concluded that a software design flaw was a contributing factor because under rare abnormal operating conditions, it failed in such a way that studies were mislabeled. The client upgraded their hardware on 09/15/2008. We installed a fix to qamanager/qasvc on 09/19/2008.